Manufacturer narrative:
Additional information: the physician's name was obtained and the following fields were updated in this supplemental report accordingly. Initial reporter name and address: dr. (B)(6). Health professional: yes. Occupation: physician. Device available for evaluation: yes. Returned to manufacturer on: 3/20/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a little jar with fluid. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date is between 12/27/2018 and 2/21/2019. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, zct150 toric iol (intraocular lens) was explanted from the patient's left eye due to an unspecified visual issue. The replacement lens was the same model but higher diopter (15.5). Patient was reported to be doing well. No additional information provided.